Manufacturer narrative:
The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the circuit calibration passed but the hfov can't start to oscillate when depressing the start/stop button. Sometimes can run after the user depress the start/stop button for long time but soon the hfov stop running. The led on pwm is green. No patient involvement.